Event description:
According to the reporter, the catheter fell off and cuff location failed to heal with the patient's skin tissue. The catheter was not repaired and there was no leak. Skin iodophor was the cleaning agent used on the device and tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. It was mentioned that the patient was in supine position with head tilted to the left and the following were performed: local routine disinfection (including original catheter), drapes, exams and rinsing of cardiac venous catheters, etc., in good condition and patency. The guidewire was delivered smoothly from the arterial end of the original catheter. 1% lidocaine local infiltration anesthesia was given at the surgical site. They cut the skin approximately 1 centimeter above the lateral border of the right sternoclavicular mastoid muscle approximately 2 centimeter above the right supraclavicular region. After freezing the original catheter, continued to advance the guide wire and withdraw the original catheter, leaving the guide wire in the vessel and into the french 6 sheath, disengaged distally, and the original catheter was completely removed . Retrieval number tube, set catheter tip approximately at right atrium, positioned and set the catheter tunnel profile and exit, with the kraft ring located approximately 2 centimeter above the tunnel exit (i.e. Subcutaneously). After the catheter passed through the tunnel using the introducer needle, the dilator tube was appropriately augmented, and the new catheter was inserted into the vessel over the guide wire and the guide wire was removed. It was verified that the vessel was in the vein and the flow was good, the opening of the skin was sutured, secured the catheter and sealed the tube with heparin sodium saline. The surgical area was cleaned, covered the surgical area, and ended the operation. The procedure went well. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been implanted into the patient for about 2 months and after implantation, the catheter fell off and cuff location failed to heal with the patient's skin tissue. The catheter was not repaired and there was no leak. Skin iodophor was the cleaning agent used on the device and tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. It was mentioned that the patient was in supine position with head tilted to the left and the following were performed: local routine disinfection (including original catheter), drapes, exams and rinsing of cardiac venous catheters, etc., in good condition and patency. The guidewire was delivered smoothly from the arterial end of the original catheter. 1% lidocaine local infiltration anesthesia was given at the surgical site. They cut the skin approximately 1 centimeter above the lateral border of the right sternoclavicular mastoid muscle approximately 2 centimeter above the right supraclavicular region. After freezing the original catheter, continued to advance the guide wire and withdraw the original catheter, leaving the guide wire in the vessel and into the french 6 sheath, disengaged distally, and the original catheter was completely removed . Retrieval number tube, set catheter tip approximately at right atrium, positioned and set the catheter tunnel profile and exit, with the cuff from catheter located approximately 2 centimeter above the tunnel exit (i.e. Subcutaneously). After the catheter passed through the tunnel using the introducer needle, the dilator tube was appropriately augmented, and the new catheter was inserted into the vessel over the guide wire and the guide wire was removed. It was verified that the vessel was in the vein and the flow was good, the opening of the skin was sutured, secured the catheter and sealed the tube with heparin sodium saline. The surgical area was cleaned, covered the surgical area, and ended the operation. The procedure went well. There were no clothing factors that might have contributed to the issue. The catheter maintained in placed by conventional fixing method. There was nothing unusual observed on the device prior to use. No damages were found on the product and there were no other products utilized with the device. Flushing was performed prior to use with normal result. There were no current and pre-existing conditions of the patient that may be related to the event. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been implanted into the patient for about 2 months and after implantation, the catheter fell off and cuff location failed to heal with the patient's skin tissue. The catheter was not repaired and there was no leak. Skin iodophor was the cleaning agent used on the device and tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. It was mentioned that the surgical step-by-step process were: patient was in supine position with head tilted to the left and the following were performed: local routine disinfection (including original catheter), drapes, exams and rinsing of cardiac venous catheters, etc., in good condition and patency. The guidewire was delivered smoothly from the arterial end of the original catheter. 1% lidocaine local infiltration anesthesia was given at the surgical site. They cut the skin approximately 1 centimeter above the lateral border of the right sternoclavicular mastoid muscle approximately 2 centimeter above the right supraclavicular region. After freezing the original catheter, continued to advance the guide wire and withdraw the original catheter, leaving the guide wire in the vessel and into the french 6 sheath, disengaged distally, and the original catheter was completely removed . Retrieval number tube, set catheter tip approximately at right atrium, positioned and set the catheter tunnel profile and exit, with the cuff from catheter located approximately 2 centimeter above the tunnel exit (i.e. Subcutaneously). After the catheter passed through the tunnel using the introducer needle, the dilator tube was appropriately augmented, and the new catheter was inserted into the vessel over the guide wire and the guide wire was removed. It was verified that the vessel was in the vein and the flow was good, the opening of the skin was sutured, secured the catheter and sealed the tube with heparin sodium saline. The surgical area was cleaned, covered the surgical area, and ended the operation. The procedure went well. There were no clothing factors that might have contributed to the issue. The catheter maintained in placed by conventional fixing method. There was nothing unusual observed on the device prior to use. No damages were found on the product and there were no other products utilized with the device. Flushing was performed prior to use with normal result. There were no current and pre-existing conditions of the patient that may berelated to the event. There was no blood loss and blood transfusion was not required. There was no medical intervention/medical treatment was provided to the patient as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter in use. The catheter was implanted in the patient, however the cuff was not affixed to the skin. It was reported that there was an ingrowth or catheter migration issue, and the cuff detached from the catheter. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.